Manufacturer narrative:
Date of event is unknown date in 2018. Complainant part is not expected to be returned for manufacturer review/investigation.reporter is a synthes employee. Code (B)(4) used to capture required surgical intervention. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent open reduction internal fixation (orif) surgery on (B)(6) 2018 to fix the left femoral trochanteric fracture. The patient was implanted with trochanteric fixation nail advanced (tfna) nail-long and tfna helical blade. This procedure was completed with no surgical delay. On (B)(6) 2018, x-rays showed that the blade had backed out. There was no dislocation of the bones. Revision surgery occurred on (B)(6) 2018, wherein the surgeon reinserted the blade after putting artificial bone into the femoral head. Procedure outcome and patient status are unknown. The surgeon thought that the blade could not hold the femoral head due to the patient¿s inferior bone quality. Concomitant device: tfna nail-long (part: unknown, lot: unknown, quantity: 1) this report is for a tfna helical blade 85mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part number: 04.038.285s; lot number: h434027; part manufacturing date: 11 september 2017; manufacturing site: elmira; part expiration date: 01 september 2027; nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h434027 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h189259 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary: x-ray pictures reviewed. Back-out confirmed. No other statement possible with the information available. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.